Manufacturer narrative:
(B)(4). The cause of the reported issue could not be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the evaluation of a returned used homechoice automated pd set with cassette, it was found to be leaking. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Visual inspection of the device and leak testing was performed and verified the presence of a leak. Clear-passage and clamp function testing was performed with no issues noted. The device was run on a homechoice with no issues. If additional relevant information is obtained, then a supplemental report will be submitted.